Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separating from the delivery catheter after being adequately fixated. The device remained implanted. There were no patient consequences.